Manufacturer narrative:
The failure investigation has been performed and the alleged issue was verified in the pump logs; however, investigation could not be completed as the cartridge was not returned.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an occlusion alarms occurred and customer was sick. Customer had an elevated blood glucose level (600 mg/dl) and diabetic ketoacidosis. The customer went to the emergency room, and was subsequently hospitalized. Customer was treated with intravenous insulin, and released from the hospital the same day. Reportedly, the customer had manual injections as alternate insulin therapy.